Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, administered a manual subcutaneous insulin injection via pen, and was advised to disconnect the ilet for 1.5 to 2 hours after the injection; the patient replaced all supplies and observed no visible damage, and no alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no third-party medical assistance, and no adverse events. Investigation included troubleshooting and user education. Investigation of this case revealed no device damage observed by the user and no device alarms, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.